Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedances issues. Programming adjustments were made, however, the issue was not resolved. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.